Event description:
A customer reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.